Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils, a lantern delivery microcatheter (lantern), a guide catheter (038), and a non-penumbra sheath. It was reported that the patient¿s anatomy was tortuous. The physician advanced the lantern and guide catheter to the target location. While attempting to advance a pod coil, the hospital technician experienced resistance and decided to remove the pod coil. After retracting the coil's pusher assembly, the physician noticed under fluoroscopy that the embolization coil detached within the mid-shaft of the lantern. The physician used a syringe to aspirate the detached embolization coil out of the lantern. The physician decided to open a new pod coil. While removing the coil from its packaging hoop, the pod coil pusher assembly was noticed to be kinked. The pod coil was not used in the procedure. The procedure was completed with a new pod coil and the same guide catheter and lantern. There was no report of an adverse effect to the patient.